Manufacturer narrative:
Eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of hyperglycemia. The reporter states that the pt had been experiencing high blood glucose levels for several days prior to hospitalization. On that day, she was brought to the hosp and admitted with a blood glucose of 250 mg/dl. She was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.